Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the main coil was mechanically detached from the delivery wire and not returned. In addition, the delivery wire was found kinked dur to handling. The functioning test could not be performed due to the condition of the returned device. In the case of this complaint it is most likely that the coil detached during manipulation of the coil against friction. This complaint appears to be associated with a product that met the design and manufacturing specifications and was used in accordance with the dfu (direction for use), but performance was limited due to procedural factors during use. Therefore, a probable cause of procedural factors will be assigned to the reported friction and the analyzed main coil prematurely detachment.

Event description:
During the analysis for the returned device, it was revealed that the main coil was prematurely detached inside the patient. There were no clinical consequences to the patient.